Manufacturer narrative:
Additional information regarding this patient and procedure was reported in regulatory report 3012520654-2026-00001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that ventricular tachycardia was initiated by the application of the thirteenth pulsed field ablation application on the apical septal region of the left ventricle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the affera sphere catheter and extension catheter cable, ventricular tachycardia was initiated by the delivery of pulsed field ablation application. The patient had a medical history of ventricular tachycardia and was under general anesthesia at the time of the event. The procedure was temporarily interrupted due to the arrhythmia. The patient was successfully treated for ventricular tachycardia by pacing out of the arrhythmia using an intracardiac diagnostic catheter, which was considered a necessary intervention to prevent permanent impairment of a function. The case was completed, and the patient remained alive with no injury. No further patient complications have been reported as a result of this event.